Event description:
It was reported that the surgeon malleted the osteotome and it broke. Function of device was completed successfully before breakage was noted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available, the evaluation summary will be submitted in a supplemental report.